Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that when the patient use the ipg, it caused pain after a while. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received the patient's pocket site was bothering.

Event description:
A report was received that when the patient use the ipg, it caused pain after a while. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that when the patient use the ipg, it caused pain after a while. The patient will undergo an explant procedure.